Event description:
A patient being scanned with a gamma knife frame reportedly received a 2.5 cm burn on her head while being scanned. The patient did receive medical treatment from the hospital; however, the type of medical treatment received is unknown. The pulse sequence and duration used during the exam was as follows: 3pl - 24 sec, ax t1 - 13 min 53 sec. Sar values: 3pl - est. Sar:0.0006 / average coil sar: 0.0106/ peak sar: 0.0265 ax - est. Sar: 0.0306 / average coil sar: 0.5336 / peak sar: 1.3340.

Manufacturer narrative:
Investigation is ongoing.